Manufacturer narrative:
This event is being reported because a chipped tooth is considered a serious injury (disability or permanent damage). The dental health of the consumer is unknown, and this incident has not been confirmed by a medical professional. The MFR has requested the product from the consumer in order to do an investigation, and after repeated attempts has not received any response from the consumer. No lot number or other identifying information was given, and we are unable to confirm that the device in questions ours. Our devices care over-the-counter devices and are not intended for use in consumers that have extreme grinding and clenching issues, which normally requires a prescription device. The act of reporting this incident is not to be construed as an admission of liability of the incident and it's consequences. Until more information is forthcoming, we consider this incident to be closed.

Event description:
In an unconfirmed report, the consumer alleges that a night protector broke apart and damaged her teeth. Consumer verbatim: yes it was my first time using the product. It was my very first time using a night guard period. I've never used one before. It was hard to get it out of my mouth during the molding process. I used the guard for about a week till it broke my tooth. My dentist fully agrees that I have strong structured teeth and would be happy to release that information to you. The way my teeth grind on the protector which is faulty, chipped my tooth.